Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported an intermittent power switch failure of the device. The monitor was originally returned for repair due to inaccurate potassium readings when the power switch failure was found. Since the event occurred during routine testing, there was no pt involvement during this event.